Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the product malfunction happened by the time the doctor was about to use the suture. When the doctor pulled the needle holder with the suture and needle on it, the suture suddenly tore off from the needle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received the packaging for one device. A visual inspection of the returned packaging noted an open foil pouch and retainer. No product was returned. As no product was returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.